Manufacturer narrative:
Batch review performed on 23 november 2022. Lot 2111972: (B)(4) items manufactured and released on 10-dec-2021. Expiration date: 2026-nov-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of an infection and the pathogen is unknown. About 2 months after the primary surgery, the surgeon performed a washout and revised the poly and the surgery was completed successfully.